Manufacturer narrative:
The field service representative adjusted the detergent and reaction cell wash levels, replaced a pipette and the degasser, performed cleaning's, and performed checks. The investigation found the issue was consistent with a water quality issue.

Manufacturer narrative:
The reagent lot number is 86116801 with an expiration date of 31-may-2026. The calibration was acceptable. The qc was not at a stable level. Insects were found inside the internal water container. The field service representative cleaned the water container and disinfected the equipment. He cleaned the sample and reagent pipettes, replaced the reaction cuvettes, cleaned and disinfected the incubation bath, and cleaned the wash wells of the pipettes. He performed checks and tests. The degasser output was abnormal (water was emitting bubbles). The investigation is ongoing.

Event description:
There was an allegation of questionable calcium gen.2 results for 2 patient samples on a cobas c 503 analytical unit. Patient 1: the initial result was 6.26 mg/dl. On (B)(6) 2025, the repeated result was 9.23 mg/dl. Patient 2: on (B)(6) 2025, the initial result was 7.57 mg/dl. The repeated result was 9.70 mg/dl. The samples were repeated because the initial results did not match the patient's clinical history.